Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the complaint of lines through the display could not be confirmed or duplicated on investigation; the display was clear and legible with no lines. Unrelated to the original complaint, investigation revealed that there was no sound with all alert settings set to high. Investigation revealed the no sound issue was due to a cracked solder connection on the audio circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.